Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. Further, it also exhibited low amplitude or poor morphology and high pacing threshold. This lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.